Event description:
Patient reports having issues with pump and infusion. Patient's wife spoke to another registered pharmacist (rph) who advised faster tubing f1200 and new pump. New pump was shipped out but still had issues with infusion yesterday. Lots of resistance with pump and registered nurse (rn) had to manually push in medication. Patient's wife sent communication to md while on phone with registered pharmacist (rph). Per patient's wife flow rate per site not to exceed 20 ml/hr per md. Informed wife flow rate 10 ml/hr with f900 tubing and 11.1 ml/hr with f1200 tubing. Confirmed flow rate per site and volume per site with wife. Patient's wife requested f1200 tubing and band-aids. No further information, details or dates available. Pump serial number and expiration date unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration date unknown.